Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels, no delivery, and quick set. The customer states the sets will not stick. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states they treated with manual injection. The customer declined to troubleshoot for the highs. The customer states the no delivery was resolved by set change. The customer is being sent replacement sets.